Event description:
The (B)(6) complaint handling unit reported that the blade backed out. The blade was implanted on (B)(6) 2009 and full weight bearing was permitted the next day. On (B)(6) 2009, x rays revealed that bone healing occurred. Patient fell on (B)(6) 2010 and suffered a fracture around the nail. The blade end was found to be loosening as per the x rays taken.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.